Event description:
Returned pump and catheter received noting please reuse/recycle depleted battery. Pump report indicated empty reservoir alarm occurred (B)(6), 2010 and low reservoir alarm occurred (B)(6), 2010. The pump contained dilaudid at a concentration of 3.0 mg/ml administered at 0.5508 mg/day and bupivicaine at a concentration of 11.0 mg/dl administered at 2.019 mg/day. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final analysis for the pump revealed no anomaly found-normal device function and pump connector anomaly-indentation at sc connector with no occlusion complaint.